Event description:
Plunger holder/track lls were received for repair of a broken plunger retainer. During in-house testing, two pluger holder/track lls caused a test fixture to fail to alert load syringe plunger. No pt injury or treatment was associated with this event.